Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using 3 of the bd posiflush¿ normal saline syringe there was difficulty in flushing the syringe. The following was received from the initial reporter: verbatim: received call from xxx with xxxxxx regarding an issue with difficulty flushing syringes during use. No specific patient impacts mentioned.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 29-jun-2023 . H6: investigation summary t was reported the syringes were difficult to flush. To aid in the investigation, three empty samples with no packaging flow wrap or tip cap were received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, per it287 and the results were within specification. It could be possible the customer received product towards the high end of specification. A device history record review was completed for provided material number 306546, lot 3047971. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications, all processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned analysis the symptom reported by the customer could not be confirmed.

Event description:
It was reported that while using 3 of the bd posiflush¿ normal saline syringe there was difficulty in flushing the syringe. The following was recieved from the initial reporter: verbatim: received call from xxx with xxxxxx regarding an issue with difficulty flushing syringes during use. No specific patient impacts mentioned.